Event description:
During the coronary artery bypass procedure, the seal did not deploy out of the delivery tube into the aorta. The second seal unraveled during loading it into the delivery tube. The surgeon used a third unit to complete the procedure. No pt complications were reported by the hospital.